Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and successfully replaced for an unknown reason. The patient's status was unknown. Additional information was requested but not received.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was explanted and replaced due to noise. The patient was stable.